Event description:
It was reported that the 9800 system locked up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified frayed interconnect cable. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.